Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). As no sample or further information (e.g. Device history) were provided, an examination and root cause analysis was not possible at our service laboratory in (B)(4). The information has been entered into our database and will be included in our trend analysis of this product line. If the complaint sample will be provided, the complaint will be re-opened accordingly. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion." Customer information: patient was prescribed with IV noradrenaline(8mg/100ml) infusion. On (B)(6) 2020, 2300hrs, noradrenaline was due for top up as there is only 23ml left. Staff nurse top up the burette, and leveled the burette at 115ml and charted the volume in the flowsheet. Therapy is running at 0.1mcg/kg/min (4.9ml/hr). On (B)(6) 2020 0000hrs, staff nurse went into the patient's room to do hourly check and to titrate the dose down to 0.05mcg/kg/min(2.4ml/hr). She leveled and charted the burette volume at 110ml. At 0100hrs, infusion was continued at 0.05mcg/kg/min(2.4ml/hr) , staff nurse went into the room for routine hourly check, she charted the volume at 90ml. At 0200hrs, infusion was remained at 0.05mcg/kg/min(2.4ml/hr) , staff nurse charted residual volume in burette to be 87ml. At 0300hrs, dose was changed to 0.07mcg/kg/min(3.4ml/hr). During the change of dose, staff nurse noted and charted residual volume at 84ml. At 0400hrs, where dose is maintained at 0.07mcg/kg/min(3.4ml/hr), staff nurse charted a residual volume of 50ml. During the period of time where by loss of volume is higher than intended, staff nurse also noted that patient's bp went higher than usual, however non-life threatening.